Manufacturer narrative:
The biomedical engineer reported that the multigas unit had an error code appearing stating "gas device failure" no matter which bedside he connected it to. They were unable to get any readings from the unit. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit had an error code appearing stating "gas device failure" no matter which bedside he connected it to. They were unable to get any readings from the unit. No patient harm reported.